Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at unknown concentration and dosage via an implantable infusion pump for the treatment of spinal pain. It was reported that the patient's pump was not working and had volume discrepancy. The patient had an MRI in (B)(6) 2018 to check on the pump and they told the patient that there was something wrong with the catheter. The patient did not know volume information. The healthcare provider (hcp) removed a lot of medication during every refill. The patient got a refill every 2 months. It was unknown if it was due to filling too often or if there was something wrong with the pump. The patient's last refill was on (B)(6) 2018 and was dismissed for no reason on (B)(6) 2018. The event started prior to (B)(6) 2018 and there was no patient symptom reported. The pump started alarming and the patient was dismissed. Event date of alarm was the end of (B)(6) or the beginning of (B)(6) 2018. It was reported that the patient's last refill was in (B)(6) 2018 which contradicted with other information. No further complication was reported.

Event description:
Additional information was received from a consumer indicated the pump was alarming or beeping for two months. The patient was told the last time she called a company representative (rep) could come out and check the pump. The last refill was in (B)(6) 2018 and they went back to the doctor on (B)(6) 2018 and received a letter that the healthcare provider (hcp) would not see the patient any longer. The reporter asked if the pump would need to be washed with saline. The patient would be seeing a new pain management doctor, but he did not deal with the pump. The patient¿s next refill was in (B)(6) 2018 and the reporter mentioned the following possible alarm event: the patient missed a scheduled refill. Previously, physician listings had been sent out. The patient was on oral medication, but he had the pump implant because the oral meds did not help. Since the pump was alarming the patient had been in pain. The reporter was to follow-up with the hcp. The event date was (B)(6) 2018 (two months ago). No further complications were reported/ant icipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.